Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they were experiencing high blood glucose. Blood glucose level at the time of the incident was 410 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer was using auto-mode at time of high blood glucose level. No product is expected to return for analysis.